Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and dizziness a few days after snowblowing. An interrogations revealed the right ventricular (rv) lead thresholds increased to high levels. The physician attempted to implant an alternate rv lead but was unable to get stable lead placement with acceptable thresholds. An alternate rv lead was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.